Event description:
It was reported that a user who started on the ilet experienced fluctuating blood glucose, with hyperglycemia up to 350 mg/dl for several hours followed by hypoglycemia to 60 mg/dl for about an hour, and expressed concern the device was delivering too much insulin; troubleshooting and education were provided, including guidance that fluctuations can occur during the learning phase and to follow clinical recommendations for managing highs and lows. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no ketone testing or backup therapy. Investigation included review of user report and provision of troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of the glycemic excursions remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.